Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought assistance applying an inset infusion set for the ilet and received troubleshooting and education on proper insertion, after which no further questions remained. Symptoms included hyperglycemia with a reported maximum blood glucose of 217 mg/dl for approximately 30 minutes without ketone testing, backup therapy, medical intervention, or other assistance. Outcomes included no injury, no loss of consciousness, no diabetic ketoacidosis, and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device alarms or alerts, no reported device malfunction, and a plausible physiological and use-related context where the user had been disconnected from the ilet during dialysis and consumed food before reconnecting. It was concluded, based on previously established findings for similar reports, that the cause was unclear.